Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed the case bottom was cracked on the middle front side. Review of the pump event history log (ehl) showed an occurrence of "primary audible alarm bgnd test" and "acu watchdog failure." Functional testing involved running the pump though the power up process as well as occlusion testing. The investigation was not able to duplicate the reported issue; no damage was found on the interconnect board or speaker. Despite evidence of the reported issue in the ehl, the reported complaint was not confirmed. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited "audible alarm bkgd test" and "acu watchdog" alarms. No adverse effects were reported.